Manufacturer narrative:
The device was received; however, evaluation was not performed. Device refurbished.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 301 mg/dl, and was addressed by delivering a correction bolus. Reportedly, the customer will use the pump for insulin therapy.